Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, non-sustained v oversensing due to post-paced t-wave oversensing was observed on stored egm. Programming changes were made.

Event description:
New information received notes that when the asymptomatic patient presented via a merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed again on a stored egm. Further programming changes were made.